Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the initial primary incisional hernia repair with sutures were not provided.] (B)(6) 2005: (B)(6). Operative report. Asst [assistant]: (B)(6). Preoperative diagnosis: large recurrent incisional ventral hernia, defect size 15 x 30 cm. Postoperative diagnosis: large recurrent incisional ventral hernia, defect size 15 x 30 cm. Procedure: extensive laparoscopic lysis of adhesions and laparoscopic incisional ventral hernia repair with a mesh using 2 pieces of 20-x 30-sized meshes, total size of mesh was tailored to be 22 x 40 cm. Anesthesia: general. Indications: mr. Matheson is a 43-year-old male who underwent an open roux-en-y gastric bypass by dr. Raftopoulos in 2000. The patient has achieved significant weight loss since then, and he developed an incisional hernia which initially was repaired primarily with the sutures. However, it recurred. The patient presented to the hospital about a month and a half ago with abdominal pain. At that time, a workup revealed an adhesion to the hernia and acute cholecystitis. At that time, a laparoscopic cholecystectomy was performed and lysis of adhesions, and we opted not to put the mesh at that time since he had an acutely inflamed gallbladder, and we discussed with the patient to bring him back in about a month for the repair of the hernia. Now, the patient presents for the repair of the hernia. Potential risks of the procedure were discussed with the patient including the possibility of conversion to an open surgery, postoperative infection, postoperative bowel obstruction, bleeding, and enterotomy as well as a possibility of postoperative seroma. The patient understands all the risks involved, and he wishes to go ahead with the operative plans. Description of procedure: ¿after informed consent was obtained by the patient, the patient was transferred to the or and was placed in supine position. After successful induction of general anesthesia, a foley catheter was placed as well as scd [sequential compression device] boots. The patient was given preoperative antibiotics as well and specifically 2 g of ancef was given. After successful induction of general anesthesia, the patient was prepped and draped in the usual manner, and pneumoperitoneum was established at the left upper quadrant with a veress needle. After insufflation to 50 mmhg, a 5-mm versastep port was placed to the left side of the abdomen far away from the defect, and a 5-mm camera was inserted. The abdomen was explored and it appeared that the patient had redeveloped all the adhesions that he had at the previous operation that were taken down. The area where the veress needle was inspected, there was no evidence of any injury or trauma and the veress needle was removed. Under direct visualization, four additional ports were placed with specifically 5-mm port at the midline lower towards the pubis and far away from the lower edge of the defect. Two 5-mm versastep ports at the right side of the abdomen and an additional 15 versastep port at the right side of the abdomen as well. We began the procedure by mobilizing the adhesions. The patient had extensive and dense adhesions between the omentum and the anterior abdominal wall that were carefully dissected and were all taken down. I took approximately an hour and a half to complete the adhesiolysis. Slowly, we were able to take down on the adhesions without causing any injuries or any bleeding, and the entire omentum was completely mobilized. The falciform ligament was also taken down all the way above the liver to completely free the area. Following that, the edges of the defect were marked. The abdomen was deflated, and the defect was measured to be 15 x 30 cm. The biggest size of available mesh was 15 x 30, so two pieces of 15 x 30 meshes were used and tailored to measure 22 x 40 cm. Anchoring sutures specifically 0 polysorb sutures were tied into the mesh and would be used to anchor the mesh to the abdominal wall. Prior to that of course, the two pieces of mesh were sutured together with a running 0 polysorb suture starting from mid side of each corner of the mesh and tying at the middle, and additionally putting interrupted sutures in between to reinforce the connection of the two meshes. The mesh was rolled and was introduced through the kinking port without significant difficulty in the abdomen after appropriate orientation. The mesh was deployed in the abdomen and was completely opened, and after we carefully oriented the mesh, using a carter-thomason device, the 5 sutures that previously were placed were delivered through the abdominal wall. It appeared that the mesh would be sutured nicely and 5 sutures were sutured and tied. Then using the 5-mm protack device, the mesh was circumferentially fixed in place with multiple protacks and specifically, two protack devices were necessary due to the large size of the mesh. Nevertheless, we were unable to completely fix the mesh of the abdominal wall. The area above the xiphoid was left loose since it was close to the heart and the pericardium, and that area was not fixed. Nevertheless we fixed the entire mesh all the way up to the rib cage and also the top part was left loose in this areas since it was placed just to extra protect the repair. Following that, the abdomen was inspected, and no evidence of any bleeding was noted. The mesh was injected circumferentially with 0.5% marcaine with a large thoracoscopy needle and then the 15 port site was closed under direct laparoscopic visualization with 0 polysorb sutures with a carter-thomason device. The portal sites were also infiltrated with marcaine. At that time with carefully positioning of the top part of the mesh in place above the liver, the abdomen was slowly deflated and while under direct laparoscopic visualization, we were keeping the mesh in place. Slowly, the __ [sic] were removed after the abdomen was fully deflated. All ports were removed, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions. The patient was extubated. He was transferred in stable condition to the recovery room for further care.¿ I was present and performed all key portions of the procedure. Dr. Omar awais was the first assistant. There were no registered fellows to assist with this case. Due to the significant complexity of the procedure, due to the extensive lysis of adhesions as well as the extremely large size of hernia that required suturing together two of the largest available pieces of mesh that required additional work to perform. (B)(6) 2005: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 03413095. W.l. Gore & associates. [Handwritten]: (x2). 20 x 30 x 1. Expiration: 12/03/06. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. The records confirm a gore® dualmesh® plus biomaterial ((B)(4)) was implanted during the procedure. (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional ventral hernia with associated comorbidities including refractory morbid obesity, sleep apnea, gastroesophageal reflux disease, a history of previous hernia repair with mesh. Procedure: extensive lysis of adhesions, removal of 2 previous gore-tex meshes, and open incisional ventral hernia repair with sutures. Anesthesia: general. Estimated blood loss: approximately 100 ml. Indications: mr. Matheson is a 44-year-old male who has a history of refractory morbid obesity, who underwent an open roux-en-y gastric bypass by dr. Kokales a few years ago. The patient did achieve significant weight loss, but because he was significantly obese prior to the operation, despite the weight loss, he remained morbidly obese. Eventually, he developed a fairly large hernia, which was initially repaired laparoscopically with gore-tex mesh. Because of the size of the hernia, 2 large pieces of mesh had to be sewn together in order to get other good length to cover the whole defect. Unfortunately, the patient developed recurrent hernia and he presents now for paniculectomy [sic] by dr. Swartz and repair of the hernia. Potential risks and complications of the surgery were discussed with the patient with the possibility of enterotomy, infection, bleeding, blood clots, pulmonary embolism, and bowel obstruction. The patient understands all the risks and he is in agreement with the operative plan. Description of procedure: ¿the procedure began by dr. Swartz and he will dictate his part separately. We were called in the room when the hernia defect was exposed. The abdomen was entered by opening the peritoneum on top of the hernia sac. It was obvious at this point that the recurrent hernia had developed between the 2 previous meshes and that both the 2 meshes had been separated. In the original operations, the meshes had been sewn together, and it appears that the meshes separated in the area of the sutures. Both meshes were in place and were fixed, and we began by taking down the lower mesh first. Again, it was very well attached and very well fixed, covering the entire defect. The edges of the mesh were identified and after we took down all the adhesions between the peritoneum and omentum, and the inferior surface of the mesh, we were able to excise the mesh circumferentially from the abdominal wall, including the tacks that were used to secure the mesh in place. After the lower mesh was excised, we were able to easily inspect it and it appeared to be in one piece without any missing edges. Following that, we did the same thing with the superior mesh that was actually tacked all the way up to the __ [sic]. Actually the exposure and dissection of this mesh was quite difficult and significantly prolonged the operation. Again, because of the patient's body habitus and obesity, exposure was quite difficult. Nevertheless, we were able to again take down all the adhesions between the inferior portion of the mesh and the abdominal viscera, and then completely excise the mesh from the abdominal wall without causing any injury or entering the pleura or the pericardium. The areas of excision of both mesh were inspected and no bleeding was noted. After that, we further mobilized the fascial edges all the way laterally to the rectus muscles bilaterally. After we established a good mobilization of both flaps, we thought we could bring the edges together without significant tension, we repaired the hernia with multiple interrupted #2 polysorb sutures. We were able to bring the edges together nicely without significant tension and there were no filling gaps between the sutures. Hemostasis was obtained with cautery. At that point, dr. Swartz was called back into the room to complete his part of the procedure. Before closing the abdomen, lap count and instrument count was correct. As I said, at that point, our procedure was ended.¿ attestation statement: I was present and performed all key portions of the procedure. Dr. Mccloskey was the first assistant. There were no resident assistants with this case. Due to the significant amount of adhesions and requirement of removing both meshes, that significantly prolonged the operation. Especially, the superior mesh was was [sic] tacked all the way to the diaphragm, anterior __ [sic] of the liver, and dissection was quite difficult and tedious. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, recurrence, removal of mesh. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2006 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Patient information: medical history: obesity: (B)(6) 2002: 466 lbs., bmi 64; ¿has been overweight most of his life. Clinical impression is morbid obesity in the malignant obese category...¿; (B)(6) 2006: ¿status post a roux-en-y gastric bypass in 2003, did lose approximately 150 pounds since that time.¿; (B)(6) 2006: 345 lbs., bmi 46.8. ¿history of refractory morbid obesity.¿; obstructive sleep apnea [osa]; gastroesophageal reflux disease [gerd]; (B)(6) 2005: ventral hernia, umbilical hernia; (B)(6) 2006: hernia recurrence with defect at the surgical mesh at the epigastric region. Surgical procedures: unknown date: tonsillectomy with postoperative tracheostomy for bleeding complication; unknown date: incisional hernia repaired primarily with sutures; (B)(6) 2003: roux-en-y gastric bypass ; (B)(6) 2005: laparoscopic cholecystectomy. Lysis of adhesions.; (B)(6) 2005: extensive laparoscopic lysis of adhesions and laparoscopic incisional ventral hernia repair with a mesh using 2 pieces of 20-x 30-sized meshes, total size of mesh was tailored to be 22 x 40 cm. Implant: gore® dualmesh® plus biomaterial x2. (B)(6) 2006: extensive lysis of adhesions. Removal of 2 previous gore-tex meshes. Open incisional ventral hernia repair with sutures. Panniculectomy. Relevant medical information: (B)(6) 2002 [other records indicate 2003]: ¿referred for obesity, has been overweight most of his life.¿ ¿clinical impression is morbid obesity in the malignant obese category with sleep apnea as a comorbid condition. Recommend open gastric bypass.¿ (B)(6) 2003: inpatient hospitalization (B)(6) 2003: procedure: open long limb gastric bypass of 160 centimeters. Indications: ¿the patient is a 42-year-old male worked up electively as an outpatient for gastric bypass surgery. He had a body mass index of 64 and comorbid conditions including sleep apnea.¿ (B)(6) 2003: discharge summary. ¿postop course uneventful. Incision dry and clean, discharged home on phase one diet postop day four.¿ (B)(6) 2005: inpatient hospitalization. (B)(6) 2005: ¿small bowel obstruction secondary to an incisional ventral hernia. Abdominal pain, nausea and vomiting. Has lost approximately 140 lbs since surgery, weight has plateaued over last few months.¿ ¿exam: abdomen; there is a fairly large incisional hernia which appears to be reducible at this moment. Wbc 13.9, CT did not reveal any obvious obstruction at this point. It did reveal fairly large incisional hernia about the mid portion of the incision which contains primarily omentum. Impression/plan: partial small-bowel obstruction, currently resolved, probably due to intermittent incarceration of the incisional ventral hernia.¿ (B)(6) 2005: CT abdomen/pelvis [a/p]: ¿impression: abdomen; no acute inflammatory process, midline ventral hernia with loops of bowel with no obstruction, midline inferior umbilical hernia containing fat.¿ (B)(6) 2005: discharge summary: ¿admitted with few hour history of severe epigastric pain. Hernia defect was easily palpable measuring 10 x 15 cm __ [sic] easily reducible.¿ ¿will be readmitted monday for laparoscopic cholecystectomy and repair of incisional hernia.¿ (B)(6) 2005: inpatient hospitalization. (B)(6) 2005: procedures: laparoscopic cholecystectomy and laparoscopic lysis of adhesions. Indications: ¿mr. (B)(6) is a 43-year-old male who has a history of gastric bypass surgery. The patient was scheduled electively as an outpatient for removal of the gallbladder and possibly repair of the hernia at the same time provided of course that there was no significant infection or contamination during the cholecystectomy.¿ description of the procedure: ¿after insufflation to a pressure of 15 mmhg, a 5-mm versastep port was placed on the right flank. The area where the veress needle was inserted was inspected, and there was no evidence of any injury. Under direct visualization, an additional 12-mm versastep port was placed across the right mid axillary line toward the right hip. Additionally, at another point, the area of the hernia was inspected and additionally two 5-mm versastep ports were placed, one just to the right border of the hernia approximately 7 cm cephalad from the umbilicus and another port just below the xiphoid process again to the right of the falciform ligament. The gallbladder appeared to be acutely inflamed and distended, and therefore, it was elected to decompress initially by inserting a small tuohy needle and decompressing by aspirating as much bile as possible. About 50 ml of bile was drained, and there was no evidence of any hydrops. Following that, the patient was placed in steep reverse trendelenburg position slightly tilted to the left side. Gallbladder was retracted in order to expose the triangle of calot. There was a fair amount of adhesion between the omentum, and the gallbladder was taken down bluntly with blunt dissection. Following that, the triangle of calot was identified, and the __ [sic] was slowly dissected down with blunt dissection using the endo kitner. Following that and after careful dissection, we were able to identify the cystic duct and cystic artery. The cystic artery was first dissected free circumferentially and after we made sure it was directed into the gallbladder and after a nice window was created around it, it was clipped with 2 clips proximally and one distally and was cut in between. Following that, the cystic duct was identified. Again, it was completely freed and separated from the cystic artery using the cautery, and after a nice window was created circumferentially and again confirmed that it was directed directly into the infundibulum of the gallbladder, it was clipped with 3 clips proximally and two distally and was cut in between. Following that, the gallbladder was taken down from the liver bed with the hook cautery. The dissection of the gallbladder from the liver bed was very difficult due to significant inflammation of the gallbladder and it took approximately 1 hour to complete. Nevertheless, we were able to completely remove the gallbladder from the liver bed without causing any injury or any significant bile leak from the gallbladder. The gallbladder was placed in a large endo catch bag which was removed from the 12-mm port. Again due to the significant size and inflammation of the gallbladder and large amount of stones, the extraction of the gallbladder was also very difficult and it took a while to complete, and we had to extend the incision as well as open the fascia a bit further. Nevertheless, we were able to remove the gallbladder from the port site with the endo catch bag intact without any spillage. Following that, we proceeded by taking down all the adhesions at the area of the hernia. The patient had dense amount of adhesions between the omentum and the anterior abdominal wall that were taken down laparoscopically with the autosonix device. In addition, __ [sic] of the liver were also stuck at the area of the hernia, and with careful and tedious dissection we were able to completely take down the liver from the abdominal wall without causing any injury of the liver. The adhesiolysis took at least another hour to complete. At that point, we elected not to proceed with the repair of the hernia with a mesh since the gallbladder was acutely inflamed, and we felt that that would increase the possibility of infection, and we felt that it was not pertinent to place a mesh at the same time. With the lysis of the adhesions done and seeing that the second stage of the operation __ [sic] fix it to repair the hernia. At that point, the liver bed area was inspected again and some areas of bleeding from the liver bed were controlled with electrocautery. The cystic duct and artery were identified, and the clips were in place. At that point, after all fluid was irrigated and suctioned out, the 12-mm port site was closed with 3 interrupted 0 polysorb sutures using a carter-thomason device under direct laparoscopic vision. Following that the abdomen was deflated, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions.¿ (B)(6) 2005: discharge summary: ¿__ [sic] the hernia which was symptomatic, therefore, this hernia was the cause of obstruction. Will be seen in 2 weeks.¿ implant #1 and #2 preoperative complaints: (B)(6) 2005: indications: ¿[the patient] is a 43-year-old male who underwent an open roux-en-y gastric bypass in 2000 [sic]. The patient has achieved significant weight loss since then, and he developed an incisional hernia which initially was repaired primarily with the sutures. However, it recurred. The patient presented to the hospital about a month and a half ago with abdominal pain. At that time, a workup revealed an adhesion to the hernia and acute cholecystitis. At that time, a laparoscopic cholecystectomy was performed and lysis of adhesions, and we opted not to put the mesh at that time since he had an acutely inflamed gallbladder, and we discussed with the patient to bring him back in about a month for the repair of the hernia. Now, the patient presents for the repair of the hernia. Potential risks of the procedure were discussed with the patient including the possibility of conversion to an open surgery, postoperative infection, postoperative bowel obstruction, bleeding, and enterotomy as well as a possibility of postoperative seroma. The patient understands all the risks involved, and he wishes to go ahead with the operative plans.¿ implant #1 and #2 procedure: extensive laparoscopic lysis of adhesions and laparoscopic incisional ventral hernia repair with a mesh using 2 pieces of 20-x 30-sized meshes, total size of mesh was tailored to be 22 x 40 cm. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp07/03413095, 20cm x 30cm x 1mm thick. Implant #2: gore® dualmesh® plus biomaterial, 1dlmcp07/no information, 20cm x 30cm x 1mm thick.] Implant #1 and #2 date: (B)(6) 2005 [hospitalization dates (B)(6) 2005]. Wound classification: ¿02¿ [clean-contaminated] findings: postoperative diagnosis: ¿large recurrent incisional ventral hernia, defect size 15 x 30 cm.¿ description of hernia being treated: ¿after successful induction of general anesthesia, the patient was prepped and draped in the usual manner, and pneumoperitoneum was established at the left upper quadrant with a veress needle. After insufflation to 50 mmhg [sic], a 5-mm versastep port was placed to the left side of the abdomen far away from the defect, and a 5-mm camera was inserted. The abdomen was explored and it appeared that the patient had redeveloped all the adhesions that he had at the previous operation that were taken down. The area where the veress needle was inspected, there was no evidence of any injury or trauma and the veress needle was removed. Under direct visualization, four additional ports were placed with specifically 5-mm port at the midline lower towards the pubis and far away from the lower edge of the defect. Two 5-mm versastep ports at the right side of the abdomen and an additional 15 versastep port at the right side of the abdomen as well. We began the procedure by mobilizing the adhesions. The patient had extensive and dense adhesions between the omentum and the anterior abdominal wall that were carefully dissected and were all taken down. I took approximately an hour and a half to complete the adhesiolysis. Slowly, we were able to take down on the adhesions without causing any injuries or any bleeding, and the entire omentum was completely mobilized. The falciform ligament was also taken down all the way above the liver to completely free the area. Following that, the edges of the defect were marked. The abdomen was deflated, and the defect was measured to be 15 x 30 cm.¿ implant size and fixation: ¿the biggest size of available mesh was 15 x 30, so two pieces of 15 x 30 meshes were used and tailored to measure 22 x 40 cm. Anchoring sutures specifically 0 polysorb sutures were tied into the mesh and would be used to anchor the mesh to the abdominal wall. Prior to that of course, the two pieces of mesh were sutured together with a running 0 polysorb suture starting from mid side of each corner of the mesh and tying at the middle, and additionally putting interrupted sutures in between to reinforce the connection of the two meshes. The mesh was rolled and was introduced through the kinking port without significant difficulty in the abdomen after appropriate orientation. The mesh was deployed in the abdomen and was completely opened, and after we carefully oriented the mesh, using a carter-thomason device, the 5 sutures that previously were placed were delivered through the abdominal wall. It appeared that the mesh would be sutured nicely and 5 sutures were sutured and tied. Then using the 5-mm protack device, the mesh was circumferentially fixed in place with multiple protacks and specifically, two protack devices were necessary due to the large size of the mesh. Nevertheless, we were unable to completely fix the mesh of the abdominal wall. The area above the xiphoid was left loose since it was close to the heart and the pericardium, and that area was not fixed. Nevertheless we fixed the entire mesh all the way up to the rib cage and also the top part was left loose in this areas [sic] since it was placed just to extra protect the repair. Following that, the abdomen was inspected, and no evidence of any bleeding was noted. The mesh was injected circumferentially with 0.5% marcaine with a large thoracoscopy needle and then the 15 port site was closed under direct laparoscopic visualization with 0 polysorb sutures with a carter-thomason device. The portal sites were also infiltrated with marcaine. At that time with carefully [sic] positioning of the top part of the mesh in place above the liver, the abdomen was slowly deflated and while under direct laparoscopic visualization, we were keeping the mesh in place. Slowly, the __ [sic] were removed after the abdomen was fully deflated. All ports were removed, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions.¿ (B)(6) 2005: discharge: ¿underwent uneventful laparoscopic incisional hernia repair on the day of admission. Started on full liquid diet and since he was doing well over the day he will be discharged home with follow up in 2 weeks.¿ relevant medical information: (B)(6) 2006: CT a/p: ¿status post ventral hernia repair with large surgical mesh extends from the zyphosternum [sic] to the infraumbilical region. There is hernia recurrence with defect at the surgical mesh at the epigastric region. The hernia sac predominantly contains transverse colon. Impression: abdomen: recurrence of supraumbilical ventral hernia.¿ (B)(6) 2006: history and physical. Exam: ¿abdomen; soft and obese. Well-healed midline abdominal scar with a large hernia present. Impression: abdominal hernia and redundant tissue secondary to massive weight loss.¿ explant preoperative complaints: (B)(6) 2006: [per dr. (B)(6)]: preoperative diagnosis: ¿large abdominal pannus along gastric bypass, and midline ventral hernia.¿ (B)(6) 2006: [per dr. (B)(6)]: ¿indications: ... History of refractory morbid obesity, who underwent an open roux-en-y gastric bypass a few years ago. The patient did achieve significant weight loss, but because he was significantly obese prior to the operation, despite the weight loss, he remained morbidly obese. Eventually, he developed a fairly large hernia, which was initially repaired laparoscopically with gore-tex mesh. Because of the size of the hernia, 2 large pieces of mesh had to be sewn together in order to get other good length to cover the whole defect. Unfortunately, the patient developed recurrent hernia and he presents now for panniculectomy by dr.(B)(6) and repair of the hernia.¿ explant procedure: abdominal panniculectomy and complex closure, 100 cm [dr. (B)(6)], and ventral hernia repair by dr.(B)(6) extensive lysis of adhesions, removal of 2 previous gore-tex meshes, and open incisional ventral hernia repair with sutures. Explant date: (B)(6) 2006 [hospitalization dates april (B)(6) 2006] wound classification: clean. Operative report: [per dr. (B)(6)]: ¿the surgery began with the abdominal panniculectomy. A transverse incision was made from mid flank to mid flank across the pubic line and the abdominal pannus elevated to the umbilicus. The umbilicus was circumferentially incised and preserved on its perforating blood supply. The redundant abdominal apron was then excised and all perforating vessels ligated and divided. The pannus weighed approximately 12 pounds. Next, the upper abdominal flap was elevated at the costal margin into the xiphoid. A large ventral hernia was encountered, and dr. (B)(6) was then called and repaired the hernia. At the conclusion of the hernia repair, the upper abdominal flap was closed to the lower incision line complex closure, three layers with 0 polysorb in the fascial layer, 0 polysorb in the deep dermal layer, 2-0 polysorb in the subdermal layer, and 3-0 biosyn in the subcuticular skin layer. The umbilicus was then set into the abdominal flap using 3-0 polysorb and 4-0 chromic. Dr. (B)(6) will dictate his portion separately.¿ [per dr. (B)(6)]: ¿we were called in the room when the hernia defect was exposed. The abdomen was entered by opening the peritoneum on top of the hernia sac. It was obvious at this point that the recurrent hernia had developed between the 2 previous meshes and that both the 2 meshes had been separated. In the original operations, the meshes had been sewn together, and it appears that the meshes separated in the area of the sutures. Both meshes were in place and were fixed, and we began by taking down the lower mesh first. Again, it was very well attached and very well fixed, covering the entire defect. The edges of the mesh were identified and after we took down all the adhesions between the peritoneum and omentum, and the inferior surface of the mesh, we were able to excise the mesh circumferentially from the abdominal wall, including the tacks that were used to secure the mesh in place. After the lower mesh was excised, we were able to easily inspect it and it appeared to be in one piece without any missing edges. Following that, we did the same thing with the superior mesh that was actually tacked all the way up to the __ [sic]. Actually the exposure and dissection of this mesh was quite difficult and significantly prolonged the operation. Again, because of the patient's body habitus and obesity, exposure was quite difficult. Nevertheless, we were able to again take down all the adhesions between the inferior portion of the mesh and the abdominal viscera, and then completely excise the mesh from the abdominal wall without causing any injury or entering the pleura or the pericardium. The areas of excision of both mesh were inspected and no bleeding was noted. After that, we further mobilized the fascial edges all the way laterally to the rectus muscles bilaterally. After we established a good mobilization of both flaps, we thought we could bring the edges together without significant tension, we repaired the hernia with multiple interrupted #2 polysorb sutures. We were able to bring the edges together nicely without significant tension and there were no filling gaps between the sutures. Hemostasis was obtained with cautery. At that point, dr. (B)(6) was called back into the room to complete his part of the procedure.¿ (B)(6) 2006: pathology. Final diagnosis: part 1: ¿hernia redundant tissue, abdominal, panniculectomy (5300 grams) gross diagnosis only.¿ part 2: ¿hernia sac, excision; mesothelial lined fibroadipose tissue, consistent with hernia sac. Gross description: part 1. ¿is received fresh labeled with the patient¿s name, initial pm and ¿abdominal panniculectomy.¿ received is a single, tan rubbery, roughly elliptical portion of skin with underlying lobulated fatty tissue weighing 5300 g measuring 80 x 26 x 5 cm. The skin surface shows multiple striae. Located at midpoint and marginally is a circular umbilicus cut out measuring 2.5 cm in diameter. Sectioning of the subcutaneous tissue reveals yellow loculated fat with no gross abnormalities.¿ part 2. ¿is received fresh labeled with the patient¿s name, initial pm and ¿hernia sac and mesh.¿ received are two, rectangular, rubbery, bloodstained, tan, portions of gore-tex mesh measuring 18 x 14.5 x 0.1 and 21 x 13 x 0.1 cm. The periphery has multiple silver metallic spiral clips. Also received are two, rectangular, hemorrhagic, smooth, glistening femoris tissue measuring 10 x 3.5 x 0.5 cm and 12 x 14.5 x 0.5 cm. Once [sic] surface is smooth and hemorrhagic in opposing surface has multiple irregular fragments of adipose tissue adherent.¿ (B)(6) 2006: CT a/p: ¿impression: abdomen: infiltration within the anterior soft tissues probably related to recent hernia mesh removal that involves the anterior subcutaneous soft tissues, rectum sheath, and may minimally involve the omentum, probably as a consequence of proximity rather than true extension into this region. Pelvis: surgical drains within the anterior soft tissues but no drainable fluid collection.¿ (B)(6) 2006: discharge summary. ¿underwent eventful panniculectomy with repair of hernia and extraction of the previous meshes. On day #2 had some drainage from one of the incision [sic] and a fair amount of old hematoma was evacuated. Also received CT abdomen and pelvis to make sure there is no dehiscence because of the drainage that he had and that was negative for any dehiscence with any fluid collections. Since he is feeling better and his wound looked good, the jps were stable, will be sent home. Instructed to stay on full liquid diet until he is having bowel movements. Wear abdominal binder at all times, avoid any heavy lifting for 3 months, car driving for 6 weeks.¿ conclusion: #2: gore® dualmesh® plus biomaterial ¿ unk. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further state: ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1 :1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended. The same ratio applies when suturing two pieces of gore® dualmesh® plus biomaterial together." Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2003 through (B)(6) 2006 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Patient information: medical history: ¿ obesity - (B)(6) 2002: 466 lbs., bmi 64; ¿has been overweight most of his life. Clinical impression is morbid obesity in the malignant obese category...¿ - (B)(6) 2006: ¿status post a roux-en-y gastric bypass in 2003, did lose approximately 150 pounds since that time.¿ - (B)(6) 2006: 345 lbs., bmi 46.8. ¿history of refractory morbid obesity.¿ ¿ obstructive sleep apnea [osa] ¿ gastroesophageal reflux disease [gerd] ¿ (B)(6) 2005: ventral hernia, umbilical hernia ¿ (B)(6) 2006: hernia recurrence with defect at the surgical mesh at the epigastric region surgical procedures: ¿ unknown date: tonsillectomy with postoperative tracheostomy for bleeding complication ¿ unknown date: incisional hernia repaired primarily with sutures ¿ (B)(6) 2003: roux-en-y gastric bypass ¿ (B)(6) 2005: laparoscopic cholecystectomy. Lysis of adhesions. ¿ (B)(6) 2005: extensive laparoscopic lysis of adhesions and laparoscopic incisional ventral hernia repair with a mesh using 2 pieces of 20-x 30-sized meshes, total size of mesh was tailored to be 22 x 40 cm. Implant: gore® dualmesh® plus biomaterial x2. ¿ (B)(6) 2006: extensive lysis of adhesions. Removal of 2 previous gore-tex meshes. Open incisional ventral hernia repair with sutures. Panniculectomy. Relevant medical information: ¿ (B)(6) 2002 [other records indicate 2003]: ¿referred for obesity, has been overweight most of his life.¿ ¿clinical impression is morbid obesity in the malignant obese category with sleep apnea as a comorbid condition. Recommend open gastric bypass.¿ ¿ (B)(6) 2003 - 11/2/03: inpatient hospitalization - 10/29/03: procedure: open long limb gastric bypass of 160 centimeters. Indications: ¿the patient is a 42-year-old male worked up electively as an outpatient for gastric bypass surgery. He had a body mass index of 64 and comorbid conditions including sleep apnea.¿ - (B)(6) 2003: discharge summary. ¿postop course uneventful. Incision dry and clean, discharged home on phase one diet postop day four.¿ ¿ (B)(6) 2005 - 4/21/05: inpatient hospitalization. - (B)(6) 2005: ¿small bowel obstruction secondary to an incisional ventral hernia. Abdominal pain, nausea and vomiting. Has lost approximately 140 lbs since surgery, weight has plateaued over last few months.¿ ¿exam: abdomen; there is a fairly large incisional hernia which appears to be reducible at this moment. Wbc 13.9, CT did not reveal any obvious obstruction at this point. It did reveal fairly large incisional hernia about the mid portion of the incision which contains primarily omentum. Impression/plan: partial small-bowel obstruction, currently resolved, probably due to intermittent incarceration of the incisional ventral hernia.¿ - (B)(6) 2005: CT abdomen/pelvis [a/p]: ¿impression: abdomen; no acute inflammatory process, midline ventral hernia with loops of bowel with no obstruction, midline inferior umbilical hernia containing fat.¿ - (B)(6) 2005: discharge summary: ¿admitted with few hour history of severe epigastric pain. Hernia defect was easily palpable measuring 10 x 15 cm __ [sic] easily reducible.¿ ¿will be readmitted monday for laparoscopic cholecystectomy and repair of incisional hernia.¿ ¿ (B)(6) 2005 - 4/27/05: inpatient hospitalization. - (B)(6) 2005: procedures: laparoscopic cholecystectomy and laparoscopic lysis of adhesions. - indications: ¿mr. (B)(6) is a 43-year-old male who has a history of gastric bypass surgery. The patient was scheduled electively as an outpatient for removal of the gallbladder and possibly repair of the hernia at the same time provided of course that there was no significant infection or contamination during the cholecystectomy.¿ - description of the procedure: ¿after insufflation to a pressure of 15 mmhg, a 5-mm versastep port was placed on the right flank. The area where the veress needle was inserted was inspected, and there was no evidence of any injury. Under direct visualization, an additional 12-mm versastep port was placed across the right mid axillary line toward the right hip. Additionally, at another point, the area of the hernia was inspected and additionally two 5-mm versastep ports were placed, one just to the right border of the hernia approximately 7 cm cephalad from the umbilicus and another port just below the xiphoid process again to the right of the falciform ligament. The gallbladder appeared to be acutely inflamed and distended, and therefore, it was elected to decompress initially by inserting a small tuohy needle and decompressing by aspirating as much bile as possible. About 50 ml of bile was drained, and there was no evidence of any hydrops. Following that, the patient was placed in steep reverse trendelenburg position slightly tilted to the left side. Gallbladder was retracted in order to expose the triangle of calot. There was a fair amount of adhesion between the omentum, and the gallbladder was taken down bluntly with blunt dissection. Following that, the triangle of calot was identified, and the __ [sic] was slowly dissected down with blunt dissection using the endo kitner. Following that and after careful dissection, we were able to identify the cystic duct and cystic artery. The cystic artery was first dissected free circumferentially and after we made sure it was directed into the gallbladder and after a nice window was created around it, it was clipped with 2 clips proximally and one distally and was cut in between. Following that, the cystic duct was identified. Again, it was completely freed and separated from the cystic artery using the cautery, and after a nice window was created circumferentially and again confirmed that it was directed directly into the infundibulum of the gallbladder, it was clipped with 3 clips proximally and two distally and was cut in between. Following that, the gallbladder was taken down from the liver bed with the hook cautery. The dissection of the gallbladder from the liver bed was very difficult due to significant inflammation of the gallbladder and it took approximately 1 hour to complete. Nevertheless, we were able to completely remove the gallbladder from the liver bed without causing any injury or any significant bile leak from the gallbladder. The gallbladder was placed in a large endo catch bag which was removed from the 12-mm port. Again due to the significant size and inflammation of the gallbladder and large amount of stones, the extraction of the gallbladder was also very difficult and it took a while to complete, and we had to extend the incision as well as open the fascia a bit further. Nevertheless, we were able to remove the gallbladder from the port site with the endo catch bag intact without any spillage. Following that, we proceeded by taking down all the adhesions at the area of the hernia. The patient had dense amount of adhesions between the omentum and the anterior abdominal wall that were taken down laparoscopically with the autosonix device. In addition, __ [sic] of the liver were also stuck at the area of the hernia, and with careful and tedious dissection we were able to completely take down the liver from the abdominal wall without causing any injury of the liver. The adhesiolysis took at least another hour to complete. At that point, we elected not to proceed with the repair of the hernia with a mesh since the gallbladder was acutely inflamed, and we felt that that would increase the possibility of infection, and we felt that it was not pertinent to place a mesh at the same time. With the lysis of the adhesions done and seeing that the second stage of the operation __ [sic] fix it to repair the hernia. At that point, the liver bed area was inspected again and some areas of bleeding from the liver bed were controlled with electrocautery. The cystic duct and artery were identified, and the clips were in place. At that point, after all fluid was irrigated and suctioned out, the 12-mm port site was closed with 3 interrupted 0 polysorb sutures using a carter-thomason device under direct laparoscopic vision. Following that the abdomen was deflated, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions.¿ - (B)(6) 2005: discharge summary: ¿__ [sic] the hernia which was symptomatic, therefore, this hernia was the cause of obstruction. Will be seen in 2 weeks.¿ implant #1 and #2 preoperative complaints: ¿ (B)(6) 2005: indications: ¿[the patient] is a 43-year-old male who underwent an open roux-en-y gastric bypass in 2000 [sic]. The patient has achieved significant weight loss since then, and he developed an incisional hernia which initially was repaired primarily with the sutures. However, it recurred. The patient presented to the hospital about a month and a half ago with abdominal pain. At that time, a workup revealed an adhesion to the hernia and acute cholecystitis. At that time, a laparoscopic cholecystectomy was performed and lysis of adhesions, and we opted not to put the mesh at that time since he had an acutely inflamed gallbladder, and we discussed with the patient to bring him back in about a month for the repair of the hernia. Now, the patient presents for the repair of the hernia. Potential risks of the procedure were discussed with the patient including the possibility of conversion to an open surgery, postoperative infection, postoperative bowel obstruction, bleeding, and enterotomy as well as a possibility of postoperative seroma. The patient understands all the risks involved, and he wishes to go ahead with the operative plans.¿ implant #1 and #2 procedure: extensive laparoscopic lysis of adhesions and laparoscopic incisional ventral hernia repair with a mesh using 2 pieces of 20-x 30-sized meshes, total size of mesh was tailored to be 22 x 40 cm. [Implant #1: gore® dualmesh® plus biomaterial, 1dlmcp07/03413095, 20cm x 30cm x 1mm thick. Implant #2: gore® dualmesh® plus biomaterial, 1dlmcp07/no information, 20cm x 30cm x 1mm thick.] Implant #1 and #2 date: (B)(6) 2005 [hospitalization dates (B)(6) 2005] ¿ wound classification: ¿02¿ [clean-contaminated] ¿ findings: postoperative diagnosis: ¿large recurrent incisional ventral hernia, defect size 15 x 30 cm.¿ ¿ description of hernia being treated: ¿after successful induction of general anesthesia, the patient was prepped and draped in the usual manner, and pneumoperitoneum was established at the left upper quadrant with a veress needle. After insufflation to 50 mmhg [sic], a 5-mm versastep port was placed to the left side of the abdomen far away from the defect, and a 5-mm camera was inserted. The abdomen was explored and it appeared that the patient had redeveloped all the adhesions that he had at the previous operation that were taken down. The area where the veress needle was inspected, there was no evidence of any injury or trauma and the veress needle was removed. Under direct visualization, four additional ports were placed with specifically 5-mm port at the midline lower towards the pubis and far away from the lower edge of the defect. Two 5-mm versastep ports at the right side of the abdomen and an additional 15 versastep port at the right side of the abdomen as well. We began the procedure by mobilizing the adhesions. The patient had extensive and dense adhesions between the omentum and the anterior abdominal wall that were carefully dissected and were all taken down. I took approximately an hour and a half to complete the adhesiolysis. Slowly, we were able to take down on the adhesions without causing any injuries or any bleeding, and the entire omentum was completely mobilized. The falciform ligament was also taken down all the way above the liver to completely free the area. Following that, the edges of the defect were marked. The abdomen was deflated, and the defect was measured to be 15 x 30 cm.¿ ¿ implant size and fixation: ¿the biggest size of available mesh was 15 x 30, so two pieces of 15 x 30 meshes were used and tailored to measure 22 x 40 cm. Anchoring sutures specifically 0 polysorb sutures were tied into the mesh and would be used to anchor the mesh to the abdominal wall. Prior to that of course, the two pieces of mesh were sutured together with a running 0 polysorb suture starting from mid side of each corner of the mesh and tying at the middle, and additionally putting interrupted sutures in between to reinforce the connection of the two meshes. The mesh was rolled and was introduced through the kinking port without significant difficulty in the abdomen after appropriate orientation. The mesh was deployed in the abdomen and was completely opened, and after we carefully oriented the mesh, using a carter-thomason device, the 5 sutures that previously were placed were delivered through the abdominal wall. It appeared that the mesh would be sutured nicely and 5 sutures were sutured and tied. Then using the 5-mm protack device, the mesh was circumferentially fixed in place with multiple protacks and specifically, two protack devices were necessary due to the large size of the mesh. Nevertheless, we were unable to completely fix the mesh of the abdominal wall. The area above the xiphoid was left loose since it was close to the heart and the pericardium, and that area was not fixed. Nevertheless we fixed the entire mesh all the way up to the rib cage and also the top part was left loose in this areas [sic] since it was placed just to extra protect the repair. Following that, the abdomen was inspected, and no evidence of any bleeding was noted. The mesh was injected circumferentially with 0.5% marcaine with a large thoracoscopy needle and then the 15 port site was closed under direct laparoscopic visualization with 0 polysorb sutures with a carter-thomason device. The portal sites were also infiltrated with marcaine. At that time with carefully [sic] positioning of the top part of the mesh in place above the liver, the abdomen was slowly deflated and while under direct laparoscopic visualization, we were keeping the mesh in place. Slowly, the __ [sic] were removed after the abdomen was fully deflated. All ports were removed, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions.¿ ¿(B)(6) 2005: discharge: ¿underwent uneventful laparoscopic incisional hernia repair on the day of admission. Started on full liquid diet and since he was doing well over the day he will be discharged home with follow up in 2 weeks.¿ relevant medical information: ¿ (B)(6) 2006: CT a/p: ¿status post ventral hernia repair with large surgical mesh extends from the zyphosternum [sic] to the infraumbilical region. There is hernia recurrence with defect at the surgical mesh at the epigastric region. The hernia sac predominantly contains transverse colon. Impression: abdomen: recurrence of supraumbilical ventral hernia.¿ ¿ (B)(6) 2006: history and physical. Exam: ¿abdomen; soft and obese. Well-healed midline abdominal scar with a large hernia present. Impression: abdominal hernia and redundant tissue secondary to massive weight loss.¿ explant preoperative complaints: ¿ (B)(6) 2006: [per dr. (B)(6).]: preoperative diagnosis: ¿large abdominal pannus along gastric bypass, and midline ventral hernia.¿ ¿ (B)(6) 2006: [per dr. (B)(6).]: ¿indications: ... History of refractory morbid obesity, who underwent an open roux-en-y gastric bypass a few years ago. The patient did achieve significant weight loss, but because he was significantly obese prior to the operation, despite the weight loss, he remained morbidly obese. Eventually, he developed a fairly large hernia, which was initially repaired laparoscopically with gore-tex mesh. Because of the size of the hernia, 2 large pieces of mesh had to be sewn together in order to get other good length to cover the whole defect. Unfortunately, the patient developed recurrent hernia and he presents now for panniculectomy by dr. (B)(6). And repair of the hernia.¿ explant procedure: abdominal panniculectomy and complex closure, 100 cm [dr. S], and ventral hernia repair by dr. R. Extensive lysis of adhesions, removal of 2 previous gore-tex meshes, and open incisional ventral hernia repair with sutures. Explant date: (B)(6) 2006 [hospitalization dates (B)(6) 2006] ¿ wound classification: clean ¿ operative report: - [per dr. (B)(6).]: ¿the surgery began with the abdominal panniculectomy. A transverse incision was made from mid flank to mid flank across the pubic line and the abdominal pannus elevated to the umbilicus. The umbilicus was circumferentially incised and preserved on its perforating blood supply. The redundant abdominal apron was then excised and all perforating vessels ligated and divided. The pannus weighed approximately 12 pounds. Next, the upper abdominal flap was elevated at the costal margin into the xiphoid. A large ventral hernia was encountered, and dr. R. Was then called and repaired the hernia. At the conclusion of the hernia repair, the upper abdominal flap was closed to the lower incision line complex closure, three layers with 0 polysorb in the fascial layer, 0 polysorb in the deep dermal layer, 2-0 polysorb in the subdermal layer, and 3-0 biosyn in the subcuticular skin layer. The umbilicus was then set into the abdominal flap using 3-0 polysorb and 4-0 chromic. Dr. (B)(6) will dictate his portion separately.¿ - [per dr.(B)(6).]: ¿we were called in the room when the hernia defect was exposed. The abdomen was entered by opening the peritoneum on top of the hernia sac. It was obvious at this point that the recurrent hernia had developed between the 2 previous meshes and that both the 2 meshes had been separated. In the original operations, the meshes had been sewn together, and it appears that the meshes separated in the area of the sutures. Both meshes were in place and were fixed, and we began by taking down the lower mesh first. Again, it was very well attached and very well fixed, covering the entire defect. The edges of the mesh were identified and after we took down all the adhesions between the peritoneum and omentum, and the inferior surface of the mesh, we were able to excise the mesh circumferentially from the abdominal wall, including the tacks that were used to secure the mesh in place. After the lower mesh was excised, we were able to easily inspect it and it appeared to be in one piece without any missing edges. Following that, we did the same thing with the superior mesh that was actually tacked all the way up to the __ [sic]. Actually the exposure and dissection of this mesh was quite difficult and significantly prolonged the operation. Again, because of the patient's body habitus and obesity, exposure was quite difficult. Nevertheless, we were able to again take down all the adhesions between the inferior portion of the mesh and the abdominal viscera, and then completely excise the mesh from the abdominal wall without causing any injury or entering the pleura or the pericardium. The areas of excision of both mesh were inspected and no bleeding was noted. After that, we further mobilized the fascial edges all the way laterally to the rectus muscles bilaterally. After we established a good mobilization of both flaps, we thought we could bring the edges together without significant tension, we repaired the hernia with multiple interrupted #2 polysorb sutures. We were able to bring the edges together nicely without significant tension and there were no filling gaps between the sutures. Hemostasis was obtained with cautery. At that point, dr. (B)(6). Was called back into the room to complete his part of the procedure.¿ ¿ (B)(6) 2006: pathology. - final diagnosis: - part 1: ¿hernia redundant tissue, abdominal, panniculectomy (5300 grams) gross diagnosis only.¿ - part 2: ¿hernia sac, excision; mesothelial lined fibroadipose tissue, consistent with hernia sac. - gross description: - part 1. ¿is received fresh labeled with the patient¿s name, initial pm and ¿abdominal panniculectomy.¿ received is a single, tan rubbery, roughly elliptical portion of skin with underlying lobulated fatty tissue weighing 5300 g measuring 80 x 26 x 5 cm. The skin surface shows multiple striae. Located at midpoint and marginally is a circular umbilicus cut out measuring 2.5 cm in diameter. Sectioning of the subcutaneous tissue reveals yellow loculated fat with no gross abnormalities.¿ - part 2. ¿is received fresh labeled with the patient¿s name, initial pm and ¿hernia sac and mesh.¿ received are two, rectangular, rubbery, bloodstained, tan, portions of gore-tex mesh measuring 18 x 14.5 x 0.1 and 21 x 13 x 0.1 cm. The periphery has multiple silver metallic spiral clips. Also received are two, rectangular, hemorrhagic, smooth, glistening femoris tissue measuring 10 x 3.5 x 0.5 cm and 12 x 14.5 x 0.5 cm. Once [sic] surface is smooth and hemorrhagic in opposing surface has multiple irregular fragments of adipose tissue adherent.¿ ¿ (B)(6) 2006: CT a/p: ¿impression: abdomen: infiltration within the anterior soft tissues probably related to recent hernia mesh removal that involves the anterior subcutaneous soft tissues, rectum sheath, and may minimally involve the omentum, probably as a consequence of proximity rather than true extension into this region. Pelvis: surgical drains within the anterior soft tissues but no drainable fluid collection.¿ ¿ (B)(6) 2006: discharge summary. ¿underwent eventful panniculectomy with repair of hernia and extraction of the previous meshes. On day #2 had some drainage from one of the incision [sic] and a fair amount of old hematoma was evacuated. Also received CT abdomen and pelvis to make sure there is no dehiscence because of the drainage that he had and that was negative for any dehiscence with any fluid collections. Since he is feeling better and his wound looked good, the jps were stable, will be sent home. Instructed to stay on full liquid diet until he is having bowel movements. Wear abdominal binder at all times, avoid any heavy lifting for 3 months, car driving for 6 weeks.¿ conclusion: #2: gore® dualmesh® plus biomaterial ¿ unk. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ the instructions for use further state: ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1 :1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended. The same ratio applies when suturing two pieces of gore® dualmesh® plus biomaterial together." Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: unk. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002 [possible date discrepancy; other records indicate 2003]:(B)(6) medical center. (B)(6), md. History and physical. Referred for obesity, has been overweight most of his life. History: sleep apnea and cellulitis of left lower extremity. Tonsillectomy with postoperative tracheostomy for bleeding complication. Medications: adipex, lasix, potassium. Does not smoke or drink. Weight 212 kg, bmi 64. Abdomen, obese and firm. Clinical impression is morbid obesity in the malignant obese category with sleep apnea as a comorbid condition. Recommend open gastric bypass. (B)(6) 2003: (B)(6) hospital. (B)(6), md; (B)(6), md. Radiology-upper gi air contrast with kub [kidney, ureter, bladder]. Indication: preweight reduction surgery. Findings: nonobstructive bowel gas pattern and morbid obesity. There is free flow of contrast through the esophagus, through the left side of the stomach, and into the duodenum. Impression: left-sided stomach without obstruction. (B)(6) 2003: (B)(6) general hospital. (B)(6), do. Radiologyabdomen complete sonography. History: pre-op evaluation/vertical banded gastroplasty for morbid obesity. Findings: there is extreme sound attenuation in the liver making it impossible to exclude any localized mass. There is no ascites. There is no calculi in the normally distended gallbladder. Unable to properly evaluate the biliary ducts. The kidneys were seen well enough to exclude hydronephrosis. The spleen is not enlarged. The pancreas was nearly completely obscured by overlying fat and bowel gas. Reading: very limited study. Diffuse fatty infiltration of the liver. (B)(6) 2003: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: refractory exogenous morbid obesity, body mass index of 64 and sleep apnea. Postoperative diagnosis: refractory exogenous morbid obesity, body mass index of 64 and sleep apnea. Procedure: open long limb gastric bypass of 160 centimeters. Anesthesia: general. Indications: the patient is a 42-year-old male worked up electively as an outpatient for gastric bypass surgery. He had a body mass index of 64 and comorbid conditions including sleep apnea. (B)(6) 2003:(B)(6). (B)(6), md. Discharge summary. Hospital course: open gastric bypass, postop course uneventful. Postop day one, was doing well, afebrile, encouraged to ambulate, pulmonary toilet initiated. Postop day two, clinically stable, afebrile, started on sips of clear liquids. Was tolerating and ambulating. Postop day three, start on liquid diet, encourage ambulation. Postop day four, doing well, afebrile, stable vital signs, abdomen soft, nontender. Incision dry and clean, discharged home on phase one diet postop day four. Admission diagnosis: morbid obesity. (B)(6) 2005: (B)(6), md. History and physical. Small bowel obstruction secondary to an incisional ventral hernia. Abdominal pain, nausea and vomiting. Has lost approximately 140 lbs since surgery, weight has plateaued over last few months. Patient called the answering service and talked to me complaining of acute onset of nausea with vomiting and abdominal pain after he had dinner. He also felt his hernia site was distended and significantly harder compared to previous. Was advised to come to ER for workup. In addition, patient was complaining of no gas, no bowel movement since the episode began. Denies similar episodes in past, did state had mild episodes of abdominal pain and cramping at the area of the hernia with food intake but no episode as severe as this one. Exam: abdomen; soft, normoactive bowel sounds, not tender at this point, not distended, there is a fairly large incisional hernia which appears to be reducible at this moment. Wbc 13.9, CT did not reveal any obvious obstruction at this point. It did reveal fairly large incisional hernia about the mid portion of the incision which contains primarily omentum. Impression/plan: partial small-bowel obstruction, currently resolved, probably due to intermittent incarceration of the incisional ventral hernia. Admit, nothing by mouth, IV fluids, pain control. I did discuss with the patient that I feel that his hernia is probably symptomatic and repair should be performed. I do favor the laparoscopic approach. I did tell him that it is not an emergency to be fixed in this admission, and I would probably be able to adhere it if we fix it now since it is most likely that it will cause more symptoms in the future. Patient will proceed with it, and final decision will be made tomorrow. Ultrasound right upper quadrant will be performed to rule out cholelithiasis. (B)(6) 2005: (B)(6)hospital. (B)(6), md; (B)(6), md. Radiologyabdominal series. Indication: abdominal pain. Findings: lungs clear, heart size, pulmonary vascularity and body thorax are normal. Abdomen has a normal bowel gas pattern. Surgical sutures in left upper quadrant related to the roux-en-y gastric bypass. Impression: normal chest. Normal abdomen with surgical changes related to gastric bypass. (B)(6) 2005:(B)(6) hospital. (B)(6). Radiology-CT abdomen/pelvis. Indication: abdominal pain. History of gastric bypass 2003. Abdomen: normal lung bases. The liver, gallbladder, spleen, pancreas, kidneys, as well as adrenal glands within normal limits. There is a ventral hernia noted in the midline with bowel loops in it. No obstruction notes within the hernia. Also noted, an umbilical midline hernia containing fat. No evidence of obstruction. Status post gastric bypass with post-surgical changes. No abnormal abdominal fluid collections. No abnormal lymphadenopathy. Pelvis: the small-bowel and colon appear to be within normal limits. No bowel wall thickening, no bowel obstruction. No pelvic adenopathy. No abnormal pelvic fluid collection. Normal bony pelvis. Impression: abdomen; no acute inflammatory process, midline ventral hernia with loops of bowel with no obstruction, midline inferior umbilical hernia containing fat. Pelvis; normal pelvis with no acute inflammatory process. (B)(6) 2005: (B)(6), md. Radiology: ultrasound right upper quadrant. History: right upper quadrant pain after eating. Impression: cholelithiasis. (B)(6) 2005: (B)(6), md. Discharge summary. Admitted with few hour history of severe epigastric pain following eating a pretzel. Associated with nausea and vomiting. Had open roux-en-y gastric bypass 1-1/2 years prior. Was known to have an incisional hernia but was asymptomatic. When seen in the clinic he was slightly dehydrated with a white count of 13.9. CT performed in ed showed no evidence of obstruction or any other abnormalities. Abdomen was soft and nontender. Hernia defect was easily palpable measuring 10 x 15 cm [sic] easily reducible. Was admitted for intravenous hydration and commenced on clear liquids as well. Ultrasound demonstrated multiple gallstones. Most likely diagnosis is that mr. (B)(6) has biliary colic even though his pain was more epigastric. Was tolerating regular diet and discharged home. Will be readmitted monday for laparoscopic cholecystectomy and repair of incisional hernia. (B)(6) 2005: (B)(6). [Signature illegible]. Anesthesia record. Asa 2. (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: cholelithiasis and incisional ventral hernia, status post open gastric bypass surgery. Postoperative diagnosis: acute cholecystitis with cholelithiasis and nonincarcerated incisional ventral hernia. Procedures: laparoscopic cholecystectomy and laparoscopic lysis of adhesions. Indications: mr. (B)(6) is s 43-year-old male who has a history of gastric bypass surgery. The patient presented to the office last week with acute onset of abdominal pain. The patient initially had an elevated white count of 13,000 which improved over the next day. The patient was worked up with a CT scan of the abdomen and pelvis that showed fairly large incisional hernia containing primarily omentum. Following that an ultrasound of the gallbladder was performed that showed cholelithiasis but no evidence of acute cholecystitis or any other pathology. At this time, he had liver function tests checked and were all within normal limits. The patient was scheduled electively as an outpatient for removal of the gallbladder and possibly repair of the hernia at the same time provided of course that there was no significant infection or contamination during the cholecystectomy. If that was the case, then I told the patient we would lyse the adhesions and we would perform placement of the mesh for the hernia repair in a second-stage operation, and the patient was in agreement with that. Description of the procedure: ¿after informed consent was obtained by the patient, the patient was transferred to the or and was placed in a supine position. After successful induction of general anesthesia, 2 g of ancef was given to the patient as well as scd boots were placed. After successful induction of general anesthesia, an ng tube and foley catheter were placed as well, and the abdomen was prepped and draped in the usual sterile manner. An ioban drape was used for further protection from infection, and pneumoperitoneum was established in the right upper quadrant with a veress needle. After insufflation to a pressure of 15 mmhg, a 5-mm versastep port was placed on the right flank. The area where the veress needle was inserted was inspected, and there was no evidence of any injury. Under direct visualization, an additional 12-mm versastep port was placed across the right mid axillary line toward the right hip. Additionally, at another point, the area of the hernia was inspected and additionally two 5-mm versastep ports were placed, one just to the right border of the hernia approximately 7 cm cephalad from the umbilicus and another port just below the xiphoid process again to the right of the falciform ligament. The gallbladder appeared to be acutely inflamed and distended, and therefore, it was elected to decompress initially by inserting a small tuohy needle and decompressing by aspirating as much bile as possible. About 50 ml of bile was drained, and there was no evidence of any hydrops. Following that, the patient was placed in steep reverse trendelenburg position slightly tilted to the left side. Gallbladder was retracted in order to expose the triangle of calot. There was a fair amount of adhesion between the omentum, and the gallbladder was taken down bluntly with blunt dissection. Following that, the triangle of calot was identified, and the __ [sic] was slowly dissected down with blunt dissection using the endo kitner. Following that and after careful dissection, we were able to identify the cystic duct and cystic artery. The cystic artery was first dissected free circumferentially and after we made sure it was directed into the gallbladder and after a nice window was created around it, it was clipped with 2 clips proximally and one distally and was cut in between. Following that, the cystic duct was identified. Again, it was completely freed and separated from the cystic artery using the cautery, and after a nice window was created circumferentially and again confirmed that it was directed directly into the infundibulum of the gallbladder, it was clipped with 3 clips proximally and two distally and was cut in between. Following that, the gallbladder was taken down from the liver bed with the hook cautery. The dissection of the gallbladder from the liver bed was very difficult due to significant inflammation of the gallbladder and it took approximately 1 hour to complete. Nevertheless, we were able to completely remove the gallbladder from the liver bed without causing any injury or any significant bile leak from the gallbladder. The gallbladder was placed in a large endo catch bag which was removed from the 12-mm port. Again due to the significant size and inflammation of the gallbladder and large amount of stones, the extraction of the gallbladder was also very difficult and it took a while to complete, and we had to extend the incision as well as open the fascia a bit further. Nevertheless, we were able to remove the gallbladder from the port site with the endo catch bag intact without any spillage. Following that, we proceeded by taking down all the adhesions at the area of the hernia. The patient had dense amount of adhesions between the omentum and the anterior abdominal wall that were taken down laparoscopically with the autosonix device. In addition, __ [sic] of the liver were also stuck at the area of the hernia, and with careful and tedious dissection we were able to completely take down the liver from the abdominal wall without causing any injury of the liver. The adhesiolysis took at least another hour to complete. At that point, we elected not to proceed with the repair of the hernia with a mesh since the gallbladder was acutely inflamed, and we felt that would increase the possibility of infection, and we felt that it was not pertinent to place a mesh at the same time. With the lysis of the adhesions done and seeing that the second stage of the operation __ [sic] fix it to repair the hernia. At that point, the liver bed area was inspected again and some areas of bleeding from the liver bed were controlled with electrocautery. The cystic duct and artery were identified, and the clips were in place. At that point, after all fluid was irrigated and suctioned out, the 12-mm port site was closed with 3 interrupted 0 polysorb sutures using a carter-thomason device under direct laparoscopic vision. Following that the abdomen was deflated, and the skin incisions were closed with 4-0 absorbable sutures. Steri-strips and opsites were used to cover all incisions. The patient was extubated from anesthesia without any problems and was transferred to the recovery room for further care. The patient will be admitted for gi observation. I was present and performed all key portions of the procedure. Dr. (B)(6) was the first assistants. There were no registered fellows to assist with this case.¿ (B)(6) 2005: (B)(6). Lab. Wbc 10.9 h (3.8-10.6). (B)(6) 2005: (B)(6), md. Discharge summary. Admitted for repair of symptomatic incisional hernia and cholecystectomy. In the preceding week, he was an inpatient with symptoms of small-bowel obstruction. This resolved spontaneously. __ [sic] the hernia which was symptomatic, therefore, this hernia was the cause of obstruction. Had an ultrasound documented cholelithiasis. For that, it was decided to perform a cholecystectomy in the same setting. (B)(6) 2005 had laparoscopic cholecystectomy and incisional hernia repair using mesh. On first postoperative day, was commenced on clear liquids, tolerated well. Discharged on roxicet for analgesia, advised to resume his multivitamin and pepcid. Will be seen in 2 weeks. (B)(6) 2005: (B)(6), md. Radiology-chest pa and lateral. Indication: cough. Impression: within normal limits. (B)(6) 2005: (B)(6). [Signature illegible]. Anesthesia record. Asa 2. (B)(6) 2005: (B)(6), md. Discharge summary. Admitting/discharge diagnosis: incisional ventral hernia status post laparoscopic cholecystectomy repaired with mesh. Indications: history of open roux-en-y gastric bypass and open incision hernia repair following the bypass. Presented a few weeks ago with abdominal pain and workup revealed recurrent incisional hernia as well as acute cholecystitis. Underwent a laparoscopic cholecystectomy with lysis of adhesions and we decided to repair the hernia in the second stage due to acute inflammation of the gallbladder. Now presents for hernia repair. Hospital course: underwent uneventful laparoscopic incisional hernia repair on the day of admission. Postoperatively was transferred to regular floor doing well. Had no significant abdominal pain, no nausea, no vomiting. Was afebrile with heart rate between 60 and 80, blood pressure 158/68. Urine output was good. Abdomen was soft, nontender, nondistended. White count 10.5, hemoglobin 14.9. Started on clear liquid diet, did well and on hospital day 2 was doing very well, passing gas, abdomen soft, nontender, nondistended, incisions were healing well. Started on full liquid diet and since he was doing well over the day he will be discharged home with follow up in 2 weeks. I expect him to stay on full liquid diet for a few more days, then advance slowly to more regular diet. Given prescription for pain. (B)(6) 2006: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: status post ventral hernia repair. Evaluation for recurrence. Multiple axial images obtained through the abdomen and pelvis. Status post gastric bypass. Mild fatty liver. Also status post cholecystectomy. The spleen, pancreas, adrenal glands and kidneys are unremarkable. Status post ventral hernia repair with large surgical mesh extends from the zyphosternum to the infraumbilical region. There is hernia recurrence with defect at the surgical mesh at the epigastric region. The hernia sac predominantly contains transverse colon. Pelvis: urinary bladder, prostate and bowel loops are unremarkable. No adenopathy or free fluid in the pelvis. Bone windows demonstrate no suspicious bony lesions. Impression: abdomen: recurrence of supraumbilical ventral hernia. Pelvis: unremarkable. (B)(6) 2006: (B)(6), pa-c. History and physical. Chief complaint: ¿hernia and tummy tuck.¿ history of present illness: diagnosis of abdominal hernia and redundant tissue secondary to massive weight loss. Scheduled for abdominal hernia repair by dr. (B)(6) and abdominal wall repair with separation-of-parts technique and abdominal panniculectomy by dr. (B)(6) (B)(6) 2006. Status post a roux-en-y gastric bypass in 2003, did lose approximately 150 pounds since that time. Did undergo an incisional hernia repair in (B)(6) 2005, states he has developed a large incisional hernia since that time. Desires to have the abdominal panniculus removed at this time. History: obesity. Roux-en-y 2003, cholecystectomy (B)(6) 2005, incisional hernia (B)(6) 2005, tonsillectomy as a child complicated by hemorrhage, required tracheotomy at that time. Social: works as a teacher in childcare, denies tobacco, alcohol or drug use. Review of systems: gastrointestinal: status post gastric bypass, cholecystectomy, denies any abdominal pain, no constipation or diarrhea, no change in bowel habits. Exam: weight 343 lbs. Obese. Some brownish discoloration of left lower extremity. Dentition is poor. Well-healed scar secondary to tracheotomy. Abdomen; soft and obese. Well-healed midline abdominal scar with a large hernia present. Normal bowel sounds throughout. Trace pedal edema bilateral lower extremities. Impression: abdominal hernia and redundant tissue secondary to massive weight loss. Status post roux-en-y gastric bypass. History of sleep apnea. Plan: abdominal hernia repair, abdominal wall repair with separation-of-parts technique and panniculectomy (B)(6) 2006. (B)(6) 2006: (B)(6), md. Radiology-chest 2 views. Impression: no active intrathoracic process. (B)(6) 2006: (B)(6). [Signature illegible]. Anesthesia record. Weight 345 lbs. Asa 3. (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: large abdominal pannus along gastric bypass, and midline ventral hernia. Postoperative diagnosis: large abdominal pannus along gastric bypass, and midline ventral hernia. Operation performed: abdominal panniculectomy and complex closure, 100 cm, and ventral hernia repair by dr. (B)(6). Description of procedure: ¿the patient placed in supine position anesthetized with general anesthesia and intubated with an orotracheal tube. The abdomen was prepped with betadine and draped appropriately. Ancef 2 g was given intravenously. A foley catheter was placed. Scd stockings were placed on the legs. The surgery began with the abdominal panniculectomy. A transverse incision was made from mid flank to mid flank across the pubic line and the abdominal pannus elevated to the umbilicus. The umbilicus was circumferentially incised and preserved on its perforating blood supply. The redundant abdominal apron was then excised and all perforating vessels ligated and divided. The pannus weighed approximately 12 pounds. Next, the upper abdominal flap was elevated at the costal margin into the xiphoid. A large ventral hernia was encountered, and dr. (B)(6)was then called and repaired the hernia. At the conclusion of the hernia repair, the upper abdominal flap was closed to the lower incision line complex closure, three layers with 0 polysorb in the fascial layer, 0 polysorb in the deep dermal layer, 2-0 polysorb in the subdermal layer, and 3-0 biosyn in the subcuticular skin layer. The umbilicus was then set into the abdominal flap using 3-0 polysorb and 4-0 chromic. Estimated blood loss was approximately 700 cc. There were no complications. The patient tolerated the procedure well. Dr. (B)(6) will dictate his portion separately.¿ (B)(6) 2006:(B)(6), md. Pathology record. Pre-op diagnosis: abdominal hernia and redundant tissue. Post-op diagnosis: same. Final diagnosis: part 1: hernia redundant tissue, abdominal, panniculectomy (5300 grams) gross diagnosis only. Part 2: hernia sac, excision; mesothelial lined fibroadipose tissue, consistent with hernia sac. Comment: the specimen labeled ¿hernia redundant tissue, part #1¿ has been subjected to a gross examination only. Gross description: specimen is received in two parts. Part 1 is received fresh labeled with the patient¿s name, initial (B)(6) and ¿abdominal panniculectomy¿. Received is a single, tan rubbery, roughly elliptical portion of skin with underlying lobulated fatty tissue weighing 5300 g measuring 80 x 26 x 5 cm. The skin surface shows multiple striae. Located at midpoint and marginally is a circular umbilicus cut out measuring 2.5 cm in diameter. Sectioning of the subcutaneous tissue reveals yellow loculated fat with no gross abnormalities. No sections are taken. Part 2 is received fresh labeled with the patient¿s name, initial (B)(6) and "hernia sac and mesh¿. Received are two, rectangular, rubbery, bloodstained, tan, portions of gore-tex mesh measuring 18 x 14.5 x 0.1 and 21 x 13 x 0.1 cm. The periphery has multiple silver metallic spiral clips. Also received are two, rectangular, hemorrhagic, smooth, glistening femoris tissue measuring 10 x 3.5 x 0.5 cm and 12 x 14.5 x 0.5 cm. Once surface is smooth and hemorrhagic in opposing surface has multiple irregular fragments of adipose tissue adherent. The specimen is representatively submitted for processing in the cassette labeled 2a. Microscopic: microscopic examination substantiates the above diagnosis. (B)(6) 2006: (B)(6). Lab. Wbc 12.4 h. (B)(6) 2006: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: evaluate fascia integrity. Findings: abdomen: minimal bibasilar atelectasis and trace pleural effusions. Heart normal in size. No significant pericardial effusion. Liver may be minimally fatty infiltrated. Post-surgical changes related to gastric bypass. Spleen, adrenals, pancreas, kidneys are unremarkable. Bowel otherwise normal in caliber without wall thickening. Extensive infiltration in anterior subcutaneous tissues, rectus muscles and to a much lesser degree within the omentum. The infiltration extends approximately a couple of centimeters below the xiphoid process inferiorly to a level above the pelvic inlet. No free fluid or free air present. There are locules of gas within the subcutaneous tissues and within the infiltration present within the anterior abdomen. The anterior mesh has been removed in the interim. Pelvis: the bowel is normal in caliber without wall thickening. Air is present within the bladder probably related to recent instrumentation. There are several surgical drains present within the anterior subcutaneous tissues. Impression: abdomen: infiltration within the anterior soft tissues probably related to recent hernia mesh removal that involves the anterior subcutaneous soft tissues, rectum sheath, and may minimally involve the omentum, probably as a consequence of proximity rather than true extension into this region. No definite acute intra-abdominal process. Minimal basilar atelectasis. Pelvis: surgical drains within the anterior soft tissues but no drainable fluid collection. Otherwise no acute intrapelvic process. (B)(6) 2006: (B)(6). Lab. Wbc 10.9 h. (B)(6) 2006: (B)(6), md. Discharge summary. Diagnoses: incisional ventral hernia, recurrent, and redundant skin following weight loss status post panniculectomy with open incisional ventral hernia repair. History and physical exam: history of morbid obesity, underwent open roux-en-y few years ago. Achieved significant weight loss, but developed incisional hernia which was repaired at the time with a laparoscope requiring 2 pieces of mesh. Unfortunately, the hernia recurred and now he presents with panniculectomy with repair of the hernia. Hospital course: underwent eventful panniculectomy with repair of hernia and extraction of the previous meshes. Postoperatively, was transferred to the regular floor and hemoglobin was stable at 14. On hospital day #1, was feeling well. Had some abdominal pain, but no fevers or tachycardia, no nausea or vomiting. Was started on sips of clear liquids which he tolerated well. On hospital day #2, was feeling better, but has not been ambulating that much. Had some drainage from one of the incision and a fair amount of old hematoma was evacuated. No nausea or vomiting. Still has some significant incisional pain with ambulation and that had limited his activities until then. White count was 12.1, hemoglobin was 11.4. Was passing gas and diet was advanced to full-liquid diet. Also received CT abdomen and pelvis to make sure there is no dehiscence because of the drainage that he had and that was negative for any dehiscence with any fluid collections. Hospital day #3, was feeling better. No nausea or vomiting, no fevers or tachycardia, started on full liquids, passing gas, white count 10.9. Since he is feeling better and his wound looked good, the jps were stable, will be sent home. Instructed to stay on full liquid diet until he is having bowel movements. Wear abdominal binder at all times, avoid any heavy lifting for 3 months, car driving for 6 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.